Manufacturer narrative:
The returned device was evaluated and the investigation found the linkage assembly missing it's crimping component that holds the mechanism spring. Due to this missing piece on the linkage assembly the formed needle and soft cannula was unable to be deployed as intended.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / pages 48. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the cannula did not deploy when the pod was activated; the pink slide did not move forward, which indicates a needle mechanism failure. The pod was worn for less than one hour and patient reported a blood glucose level of 97 mg/dl.